Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. No product deficiency was found for strip lot 369119a. A review of the manufacturing records for the lot did not uncover any non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. The results were as follows: (B)(6) inratio: >7.5, (B)(6) lab: 4.2. Patient's therapeutic range is: 2.0-3.0. The patient had been hospitalized for a deep vein thrombus (dvt) and was given heparin injections during her hospital stay (date of hospitalization not provided). Other treatments/procedures or inr readings during hospital visit were not provided. Nurse informed technical service specialist (tss) that the patient is new on coumadin and anticoagulants. The patient was discharged 2-3 days prior to (B)(6) 2015; release diagnosis for the patient was not provided by the nurse. Follow up calls were made to customer to obtain further information concerning patient treatment(s) and possible inr results during hospital stay but tech service was unable to reach the nurse.